Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37651, serial# (B)(4), product type: recharger.

Event description:
Additional information received from a manufacturer representative reported that an adaptor was not used, there was no lead wrap, the implantable neurostimulator (ins) was on, and the ins was not depleted. X-rays showed the extension was behind the ins.

Event description:
A health care provider (hcp) reported via a manufacturer representative that starting this week, every time the patient charged, they experienced a painful heat at the implantable neurostimulator (ins) area. The patient had a clear redness of the skin that went away some time after they finished recharging. In (B)(6) 2016, the patient had their ins replaced with a rechargeable ins. The patient had been doing well at high voltage and they charged every 1-2 days without a problem. While recharging the ins, the patient placed the recharging antenna on a t-shirt and not directly on their skin. The manufacturer checked the ins and very high impedances were measured on electrode 11. The ins was programmed with electrode 10 and 11 being negative. Prior to checking the patient's ins with the clinician programmer, the patient's skin was white. After a few minutes, the patient's skin started to get red. The ins was reprogrammed and electrode 11 was turned off. After 15 minutes of recharger, there was no more redness or pain. The issue was not resolved and the patient was alive with injury. The injury was over heated skin during the charging of the ins. The patient's medical history includes neuropsychiatric illness.